Event description:
Dealer states that the end user reported when they turned on the joystick, a puff of smoke came out of the joystick. The provider states when he went out to investigate, the joystick wouldn't turn on at all. He states he hooked it up to a volt meter and got a zero reading. No injuries noted